Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's bending section cover (a-rubber) has adhesive (foreign material) adhered to the device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and olympus confirmed foreign material adhered to the device. However, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.